Event description:
User facility medwatch report received that states: device sheath did not split away and bunched up and was unable to deploy. Dr was attempting to deploy starclose post pci procedure. Customer report source contacted and the following additional info was received. Device malfunction: failure to deploy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the sheath did not split away and bunched up. The clip could not be deployed. Hemostasis was achieved using manual compression. There were no adverse pt effects reported. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.